Event description:
It was reported that the low impedance of approximately 130 ohms on contacts 4,5 which existed prior to replacement of the patient¿s previous implantable neurostimulator (ins), persisted with this ins. No further diagnostics or operation was going to be performed. There were no patient symptoms associated with the event, and the patient had good effect and was ok. If additional information becomes available, a follow-up report will be made available. Refer to manufacturer¿s report # 3004209178-2014-18584 for the issues pertaining to the patient¿s previous ins.

Manufacturer narrative:
(B)(4).